Event description:
It was reported that during a hand assisted colon procedure, two devices were used and both tore at the rims of the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.